Event description:
Cook dilation balloon not working properly. Balloon was in scope and dilated up to 20mm, wire broke while in scope and we were unable to deflate the balloon. Scope had to be brought out of patient while balloon was still inflated. Balloon was cut off while still in scope in order to remove balloon from scope.